Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the rubber encasing around the connector on the mobile power unit (mpu) patient cable being loose and the mpu bottom housing being cracked were confirmed. The (B)(6) was evaluated at the european distribution center (edc), and reported events were confirmed via visual inspection of the returned unit. The (B)(6) was functionally tested and functioned as intended during analysis; the observed damage did not affect the mpu function. The damaged housing and patient cable were replaced. A full functional checkout was then performed, and the unit passed all tests. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook and section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 05oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the analysis of the mobile power unit the rubber encasing of the patient cable was loose. The bottom housing was also cracked.